Event description:
Ep product appeared fine during prep. Device placed using tee. When device was removed, a coronary sinus perforation was noted and balloon was very eccentric. Patient is a female. An emergency full sternotomy was performed. Dr performed the procedure.

Manufacturer narrative:
Device not returned.